Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Technical support provided instructions to reset pump, assisted customer with reset, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if malfunction returned.